Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was experienced high blood glucose level and keypad anomaly. Customer¿s blood glucose level was 800 mg/dl at the time of incident and 436 mg/dl at the time of call. Customer was treated with insulin pump. Customer was unable to clear the alarm and buttons were not working in less than five minutes without battery change. Customer also reported that the insulin pump had no delivery alarm and frozen display. Customer stated that the screen was not completely blank, the alarm occurred during buttons were not responding and the insulin pump screen turned off. Customer stated that numbers were not ramping on their own and scroll bar was not moving with no input. Troubleshooting was not performed for high blood glucose because insulin pump was completely unresponsive. The insulin pump will be returned for analysis.